Event description:
It was reported that at the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) during defibrillation threshold (dft) testing in secondary vector, a shock converted the induced arrhythmia however some undersensing was observed. The dft was repeated which showed a shorter charge time however was difficulty to convert, taking four beats post shock to convert. Technical services (ts) noted a shorter charge time would be optimal. The physician will likely repeat the dft at a later day. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that at the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) during defibrillation threshold (dft) testing in secondary vector, a shock converted the induced arrhythmia however some undersensing was observed. The dft was repeated which showed a shorter charge time however was difficulty to convert, taking four beats post shock to convert. Technical services (ts) noted a shorter charge time would be optimal. The physician will likely repeat the dft at a later day. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to b1 from adverse event and product problem, to product problem, and b2 from hospitalization and required intervention, to no selection.